Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a heat rash under the lifevest. The patient later reported that the irritation had broken open in some places. The patient did not seek medical attention for the irritation. During a follow-up the patient reported that he was self-treating the rash with an ointment, but the irritation was about the same.